Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. .

Event description:
Customer reported via phone call that they experienced high blood glucose levels and infusion set cannula had bent. Customer's blood glucose value was 400+ mg/dl and treated with the pump. The customer reported that pump was locked and not giving any insulin. Customer declined to troubleshoot for the high blood glucose level. The insulin pump will not be returned for analysis.